Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the infection was first noticed on 2018 (B)(6) . The infection has not yet been resolved as of 2018 (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep saw the patient to reprogram the device. The patient indicated at her post-op appointment with the healthcare provider (hcp) she was told that the pocket was infected. The patient had to be taken back into surgery to clean out the pocket. Per the patient, a culture was sent in and the patient was told she has abf infection. The wound looked healed when the rep saw the patient, and the rep was able to reprogram the device. The patient reported meeting with infectious disease to determine if the system should be explanted. The patient reported no fever or other symptoms present at her meeting with the rep. The patient was currently on anti-biotics. No further complications were reported.